Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls sp120 experienced leakage. The following information was provided by the initial reporter: the customer informs that they have experienced an issue when giving vaccinations to the patients with plastipak 1 ml and microlance 25g syringe needle combination. The syringe is leaking from the plunger when preparing the vaccine and the microlance needle seems occluded since the vaccine is not going into the patient but instead leaking out from the needle -syringe attacment point.

Manufacturer narrative:
H6: investigation summary one photo of the needle case and unit packaging was provided, confirming the impacted product. No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2011078, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2011078 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak occurred during functional testing. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the syringe 1ml ls sp120 experienced leakage. The following information was provided by the initial reporter: the customer informs that they have experienced an issue when giving vaccinations to the patients with plastipak 1 ml and microlance 25g syringe needle combination. The syringe is leaking from the plunger when preparing the vaccine and the microlance needle seems occluded since the vaccine is not going into the patient but instead leaking out from the needle -syringe attacment point.